Manufacturer narrative:
D7 explant date, corrected data: supplemental report #01 inadvertently did not include the explant date.

Event description:
Generator product analysis was completed. Comprehensive electrical testing showed that the device performed according to all functional specifications. The generator output was monitored for >24 hours and no variation in the output current was seen. There were no anomalies with the returned generator. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted generator has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns was not believed to be working as the patient has recently had an increase in seizures. Attempts for additional information have been made; no additional relevant information has been received to date.